Event description:
The consumer reported that the patient "did something without thinking" about 1.5-2 months prior to (B)(6) 2016 ((B)(6) 2016). The patient further reported that while walking up the stairs at the healthcare professional's office, she used her upper right arm or quadrum" to hold the banister to pull her weight. She thinks she irritated the implantable neurostimulator (ins) incision area, and since then she was having a lot of pain in that area. On (B)(6) 2016, the patient could hardly do anything because of the irritation, and "things [got] rolling like crazy" with pain when the patient put her right arm above her head that night. The patient stated the therapy was working well for her and the therapy was a "godsend" in her life. The consumer also reported that she was scheduled for an appointment with the healthcare professional on (B)(6) 2016. The patient's indications for use included non-malignant pain and cervical/neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.